Event description:
Cardio-pulmonary resuscitation in progress with fire dept. Emergency medical technicians. They had their automatic external defibrillator connected, advised one shock. Paramedics arrived, placed pt on marquette 1500 monitor. The display screen on the monitor showed "no pt connected", then would show pt rhythm, then would display battery fault/power. Paramedics replaced battery without a change in above. A 3rd battery was installed and the screen went blank & printer started. Cardio-pulmonary resuscitation was continued & use of fire dept. Automatic external defibrillator on pt while waiting for other emergency medical service unit to arrive with marquette cardiac monitor. Other emergency medical service unit arrived & pt was placed on their monitor without incident. The same batteries were tried in this monitor after the call & worked fine.